Event description:
Customer rec'd elevated tsh value for one pt sample. The value could not be confirmed using competitor systems, centaur or ria methodology. After the pt sample was analyzed and generated an elevated tsh result, the pt rec'd thyroxin (125 mg per day). Customer would not provide if any consequences to the pt occurred. No adverse events were reported. During the whole monitoring period the tsh values were between 22-37 miu per l on this e170. (Customer provided only one specified value of 29.71 uiu per ml). When customer checked this same serum sample on the centaur and by ria methodology, the tsh value was less than 0.01 uiu per ml both times. The e170 tsh results did not meet the pt's clinical picture. The investigational unit determined the sample contained non-specific interference factors and found the interfering factor could not be diluted in a linear way. Investigation is on-going, if add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Two samples from one patient were investigated and elevated the tsh results were confirmed. Further interference analysis revealed the samples contained nonspecific hydrophobic high molecular weight components which interfered with the elecsys tsh assay. According to the information provided, the treatment with thyroxin might have been unnecessary; however, insufficient information was provided to determine which results the treatment was based upon. No adverse effects on the patient in regards to treatment were reported.